Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to stress urinary incontinence. The patient experienced pain, urinary/bowel problems, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Obstetric history: (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat 2nd degree uterine prolapse, 2nd degree cystocele, and chronic pelvic pain. It was reported that the patient had a concurrent procedure of a lavh/right so, right pelvic varicosities performed during mesh implantation.

Manufacturer narrative:
Date sent to the FDA: 07/13/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.